Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 497 mg/dl. The customer reported having symptoms of vomiting. The customer was not wearing the insulin pump for 6 hours prior to the time of hospitalization. Customer was treated with insulin drip. It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that there was an occlusion.